Event description:
Healthcare professional (hcp) reported one incident of a blood leak with the CT 190g dialyzer. It was reported that the incident occurred approximately 10 to 15 minutes into treatment (reuse # 17) and was noted visually in the dialysate. Treatment was stopped and blood was not returned to the patient with an estimated blood loss of 250cc. Treatment was resumed on a psn 170 dialyzer and was completed without incident. No patient injury or medical intervention was reported per hcp.